Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads exhibited noise. Oversensing was also noted on both leads indicative of insulation damage of both leads sue to lead scuffing. Short v-v intervals were also noted on the rv lead. The rv lead was reprogrammed and both leads remains in use. No patient complications have been reported as a result of this event.